Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the olympus device evaluation, the bronchovideoscope exhibited chemical damage in the insertion tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the suggested event "chemical damage on the insertion section", was confirmed, and the device did not meet the standard specifications and function. The suggested event likely occurred due to applied stress to insertion section such as the following: physical stress such as rubbing or hitting insertion section; chemical stress by conducting reprocessing not recommended in IFU; stress by inferior storage environment (in direct sunlight, at high temperature, in high humidity, exposed to x-rays and/or ultraviolet rays, etc.). The device has since been repaired to specifications and returned to customer. Olympus will continue to monitor field performance for this device.